Event description:
It was reported this device battery is depleting prematurely. A disk analysis was performed by boston scientific technical services and revealed that this patient has increase right ventricular threshold (within normal range 2v) and had atrial fibrillation which required high rate atrial sensing by the device. This impacts the battery consumption and depletes faster then expected. This device remains in service. No adverse patient effects were reported.